Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appears, treatment options included thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that pt was admitted to the hospital for a myocardial infarction (mi). The puncture site was closed with an angio-seal following a percutaneous transluminal coronary angioplasty (ptca). The pt bled after the physician let go of the compaction tube and manual compression was applied. The pt developed an ischemic right leg. The pt's right leg required surgical intervention to open a blocked common femoral artery at the site of the angio-seal. The pt has recovered and was discharged thirteen days later. No additional information is available.